Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient condition could not be conclusively determined through this investigation. It was reported that the patient experienced thrombocytopenia on (B)(6) 2021. The patient¿s platelet count was 4/nl on (B)(6) 2021. They were given medication and their platelets were measured at 204/nl on (B)(6) 2021. The patient recovered on (B)(6) 2021. The event was not related to the device nor implant procedure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30jun2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, platelets were 4/nl and on (B)(6) 2021 at 204/nl . Patient had trhombozytopenia. Patient underwent changes of medication.